Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high out of range pacing impedance measurement. This lead was surgically abandoned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.